Event description:
It was reported that the display of the external pulse generator (epg) was missing pixels. It was further reported that the atrial connector of the epg was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of missing pixels in the display but did confirm that the atrial output connector was broken, and it was therefore replaced. Analysis also found that the upper case was dented, the lower case broken, the battery release, knobs, side bail covers, ring cover, heart block, lead flex cover, heart wire contacts and battery drawer were all contaminated, the battery contacts were compressed, the ring bail was bent and the keyboard scratched. (B)(4).